Manufacturer narrative:
Other relevant device(s) are: sftwr 960-152 media io. A medtronic representative went to the site to test the equipment. It was reported that there was no fault found with the sys tem. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were issues loading exams. The clinical specialist (cs) called to report that in ent he loaded an exam using unstructured alternate, selected his patient to download, and saw "receiving dicom" but the patient never appeared in the patient list. The cs clicked show patients older than 30 days and manage patient data, but it was not there. The cs was able to import into cranial 3.1.1 normally. The cs tried exporting to a cd and importing into ent, but could not import it still. The cs checked /sr/lupe/exams and the exam was there. The exam was also not in the incoming folder of /sr/lupe/exams. The cs attempted with a usb without success. There was no patient present.

Manufacturer narrative:
Software logs and suspect disc were analyzed. The behavior described is the intended behavior of the software. Software is functioning as designed. Additionally, the disc was examined and it was determined that the sop (service-object pair) was not supported, therefore ultimately that caused the issue. If information is provided in the future, a supplemental report will be issued.